Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation and presented in clinic as she was symptomatic to it. Upon interrogation, it was noted that the right ventricular exhibited noise, which was reproducible with isometrics. Pocket stimulation was recreated by increasing the output voltage. It was suspected there was an insulation breach, where the stimulation was occurring. However, no obvious breach was seen on the chest x-ray. Programming changes were made, which resolved the pocket stimulation; further evaluation was discussed. The patient was in stable condition.